Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Re-treatment of an aneurysm located in the dorsal-clinoid segment of the ica (internal carotid artery) that previously had a pipeline implanted 18 months ago. During the deployment of the pipeline (4.50mm x 14mm) across the aneurysm neck for additional coverage, it was reported that the pipeline's distal end could not be released from the capture coil; therefore, the entire system (pipeline + pushwire + catheter) was removed from the patient. The case was abandoned and scheduled for a later date due to circumstances that were unrelated to the pipeline device. No patient injury was reported as a result of the procedure.